Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Solidified blood was observed on the delivery system. A visual examination noted that the stent was slightly deployed from its correct position on the delivery system. The investigator successfully deployed the stent from the delivery system, slight resistance was encountered, this may have been as result of solidified blood noted around the stent cup and stent holder. A visual and microscopic examination of the stent, stent cups and stent holder identified no issues that could have contributed to the complaint incident. No issues were identified with the tip or markerbands of the device. No issues were identified with the shaft of the device which could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. A 10.0-24 carotid wallstent¿ was selected for use. However during unpacking, it was noted that the stent was already partially deployed at the catheter tip. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent inadvertent deployment occurred. A 10.0-24 carotid wallstent¿ was selected for use. However during unpacking, it was noted that the stent was already partially deployed at the catheter tip. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was normal.